Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The valve assembly in the canister was replaced and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit was possibly delivering high c02. There was no report of patient involvement.